Event description:
The customer alleged no audible or visual alarms. The customer's biomed dept inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced and the ventilator is back in service with no further anomalies at this time. It is not verified that there were no audible or visual alarms, and no malfunction may have occurred.